Event description:
It was reported that the autopulse platform turned off in the middle of performing compressions on a patient. No error codes were displayed on the platform when the device stopped performing compressions. The crew turned off the platform to take the battery out and re-inserted the battery. The platform was then powered on and resumed compressions. The platform performed compressions for several minutes and then stopped again. For the second time, the crew turned off the platform to take the battery out and re-inserted the battery. The platform performed compressions and then stopped again. This issue recurred many times. No adverse patient sequelae was reported. Customer stated that the crew was able to complete the call.

Manufacturer narrative:
When the crew got back to the station, they were able to reproduce the reported issue. However, when they put the same battery in a spare autopulse, it worked fine. The customer does not know the serial number of the battery that they used, they just know that the battery is beige color. The customer stated that the battery is brand new. The autopulse platform in complaint was returned to zoll on 11/22/2013 for investigation. Investigation results as follows: the reported problem was not confirmed. No problems were found during initial testing of the platform. The platform ran with a manikin using a test battery for 12 minutes and had no power interruptions. The platform was powered on using different batteries and no problems were observed. Moreover, the battery connector was inspected and no damages were observed.

Manufacturer narrative:
Additional investigation results as follows: visual inspection of the returned platform revealed no damages to the platform. A review of the archive was performed and the reported complaint was confirmed. The archive shows that multiple sessions with abnormal endings occurred on the reported event date of (B)(6) 2013. The archive also shows that nimh batteries with sn: (B)(4) were used on the reported event date. Functional testing was performed and the reported complaint could not be reproduced. However, the clutch plate was observed to be intermittently sticking. In assessing for battery management issues, it was observed that nimh battery s/n (B)(4) was not properly maintained (i.e. Was not test cycled on a monthly basis) based on the archive review. The autopulse system labeling requires the user to "test cycle" each battery monthly. The number of test cycles obtained for battery s/n (B)(4) was "6" cycles. If proper battery management had been followed, the expected number of test cycles would be "76". Product labeling instructs the useful life of each battery is between 2-4 years. Battery life is influenced by the frequency of use, and routine maintenance. Battery serial number (B)(4) was manufactured in november 2007. Given that the complaint was reported in november 2013, the battery was 5+ years old at the time of the complaint. Therefore, battery with serial number (B)(4) may have aged past the end of its useful life. Battery with s/n (B)(4) was properly maintained. Based on the investigation, the part identified for replacement is the clutch plate. In summary, the reported complaint of the battery making intermittent contact with the platform and turning off in the middle of performing CPR was confirmed based on the archive review. However, this reported issue could not be reproduced during functional testing. The sticky clutch plate observed during functional testing is not related to the reported complaint. The battery management assessment results indicated that the reported issue may be related to the batteries. However, the batteries were not returned for evaluation. Upon replacement of the clutch plate, the platform passed all testing criteria.